Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previously implanted non-medtronic surgical valve, right femoral access was used. Following deployment, after removal of the delivery catheter system (dcs) nosecone, the valve dislodged. A snare was used to secure the valve and a second valve was successfully implanted. No additional adverse patient effects were reported.